Event description:
I had hulka clips on my fallopian tubes in 1992 and 50 days after I had this done, I was in the doctors complaining of very severe pain. They did not look into the sterilisation and so for the next 20 years! I was left to suffer very badly! I had to use 2 walking sticks to get around. It literally crippled me. It was only in (B)(6) 2012, I went to see my medical records to see if a doctor had missed nothing. I was astounded to see in my records that I did not have a back problem from the age of (B)(6), this brought me straight to the sterilisation. Then my son put in google low back pain after female sterilisation and bingo here we found loads of others telling there stories of the same pain. My son said it was like reading about my life, all that had happened to me had happened to the other women. Over the years I have been to see other specialists doctors etc and not one of them had looked at this sterilisation. It had been said many times in my reports. I had been on 27-30 tablets a day when these clips were in and they did not really help much at all. It was a very strong pain just like electric shock, or someone stabbing you in the sides. I have had these clips removed in (B)(6) 2012 and I no longer get these pains. I was having these pains 20-30 times a day every day! This had an awful effect on my family life. In fact my 2 boys had grown up with me disabled by these clips. One son was 5 years old and the other was 9 months when I had this op done. They have seen me when they were growing up with a constant limp! Every time I sat down for more than 10 mins then tried to get up, I was in severe pain and bent over like a 90 year old lady. They have had their childhood taken away from them in my opinion. As I could not do things with them. I was always having to go to bed after each task I did in the house. There I would have to stay for 2-4 hours, I was in bed more than I was out of it. At one point, I tried to take my own life as I could not take the pain anymore. Thank god my son found me in time. Sterilisation needs to be looked at (B)(6) a lot more as this is not fair on us women! We have a right to live life pain free and this op does not let us do that! I wish I had gone to see my records years ago! I am no doctor but between my son and I, we both self diagnosed my self. It jumps out at you when you see my records. I am disgusted that no doctor had the decency to go through them! As they would of seen, it was the sterilisation. Look at all the lost years my kids and hubby and my self has had needlessly! I am now fighting to get my tubes put back properly as I still have side effects of the sterilisation. The most difficult ones are tummy bloating in the extremism and very sore breasts every day, feeling hot then cold, I have loads of symptoms, I have done research and found that others that has had the reversal has had there symptoms go after a few months. The doctors should do this for me as they are the ones that has done it to me. If I could afford to go private I would, I have not been able to work for the past 15 years cause of this and my hubby had to pack his job up in (B)(6) at the time to look after me. We have never been able to buy our kids the toys and clothes that they needed as we just could not afford it. To say we been to (B)(6) and back is an understatement! I will never stop fighting to get justice for my family till the day I die. These clips ruined my life and my family's life. You can not bring that back to us it has gone for ever and that is something that is not right at all! Sooner or later, ptls will be a medical condition just as pms was years ago and pms was founded in the 1930s and coined in the 1950s the sooner ptls is coined the better, doctors have a duty to look further into ptls and do loads of research. Had the doctors looked at my record I would of had some quality of life at the moment I still have low back ache but it is every day and my joints hurt a (B)(6) lot. Had I been told about side effects of this op, I would of never had it done!